Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-02624. It was reported that when the patient presented remotely via merlin.net non-sustained right ventricle oversensing due to post paced t wave oversensing, far p wave oversensing and noise were observed. Later when the patient presented in the clinic, the right ventricular lead was capped and replaced on (B)(6) 2019. The physician electively explanted the device during the lead revision procedure as it was near end of battery life. The patient was pacemaker dependent and was stable post procedure.

Event description:
Related manufacturer reference number: 2938836-2019-03135.

Manufacturer narrative:
The reported sensing anomalies were not confirmed in the laboratory. The device was tested on the bench and anomalies were found.